Event description:
It was reported the customer experienced intermittent elevated blood glucose (bg) level of 579 mg/dl and attempted to address their bg with a bolus via the pump. Reportedly, the customer went to the emergency room and subsequently admitted to the intensive care unit (ICU) on (B)(6) 2024 due to elevated bg. Customer was unable to provide details of visit. The customer was transferred from the ICU on (B)(6) 2024 to a rehab and was released from rehab on (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer found their setting were entered into their pump incorrectly. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.